Manufacturer narrative:
(B)(4). (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The surgeon indicated that a thin disc remained 18 months post-implantation; however, this could not be verified as no product was returned, no functional tests or inspections could be performed, and no pictures were provided. It is highly unlikely that the product that remained 18 months post-operative was lactosorb as lactosorb products are designed for resorbability within 12 months. An article has been published in the journal of craniofacial surgery in march of 1997 which outlines a study confirming the resorbability rates for this product. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The instructions for use (IFU) for this product states in the section titled precautions: 3. Do not use lactosorb implants with resorbable implants made by other manufacturers due to the probability of incompatible fits, size and rate of resorption. It also states in the IFU in the section titled instructions for use: 1. Before replacing the bone flap, position a minimum of three (3) lactosorb® rapidflap¿ ls clamps around the craniotomy line in order to achieve optimum stability. Note: the clamps should be placed equidistant from each other around the flap. Therefore, if using three clamps, they should be positioned 120º apart. If using four clamps, they should be positioned 90º apart. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a post market surveillance survey that a re-operation was performed for "other reasons" 18 months after the original surgery and material residue was found. The post market surveillance team followed-up with the surgeon who indicated that a thin disc still remained. The surgeon advised, "there were no instances of loosening, revisions, infections, or flap sinkage." It was also mentioned on the survey that this surgeon only used two clamps. No additional patient consequences were reported.